Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a colleague infusion pump that experienced a battery issue was confirmed and reproduced during product evaluation. This condition was caused by depleted main batteries due to use/user error. The main batteries and battery harness was replaced to correct the reported condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.92. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.